Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the same suture was deployed from the capio device and it broke off on second suturing. Reportedly, the dart was left inside the patient's sacral ligament and was not retrieved. The procedure was completed with this device. There were no patient complication as a result of the event. There is no known impact or consequence to patient.